Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. The laboratory reagent was stago neoplastin. On approximately (B)(6) or (B)(6) 2018 the result from the meter was 1.9 and the result from the laboratory was 2.6 inr. The specific day and time of the results was asked for but were not provided. The laboratory method and reagent was not provided. On approximately (B)(6) or (B)(6) 2018 the result from the meter was 7.1 inr and the result from the laboratory 3 hours later was 4.8 inr. The specific day of the measurements was asked for but not provided. The meter results were from a fingerstick. There was no adverse event. The customer's coumadin was adjusted based on the laboratory result of 4.8 inr. The customer's condition was "good and fine". The customer was not anemic, no heparin, and no antiphospholipid antibodies. The customer's therapeutic range was 2.5 - 3.5 inr. The device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.